Manufacturer narrative:
Stryker product analysis center (pac) evaluated the customer's device and was unable to duplicate or verify the reported issue. The cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device was unable to switch to child mode when attempted. As a result, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device was unable to switch to child mode when attempted. As a result, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device was unable to switch to child mode when attempted. As a result, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer was provided with a replacement device. The customer was contacted numerous times for more details on device return, but no response appears to be forthcoming. The device has not been returned to stryker for evaluation. The reported issue could not be verified and the cause of the reported issue could not be determined.